Event description:
Patient reported, he had surgery because, the hcp noticed the catheter was pulling in and out. Patient stated, he had headaches from a spinal leakage. The pump was delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient complained about a severe headache, nausea, increased pain, a medicinal taste in his mouth, and a heightened sense of smell a week after surgery. A dye study was performed on (B)(6) 2011. The study was stopped after the physician could not aspirate the catheter access port (cap). At the dye study, it was reported the patient had lost "all of the therapeutic effects of his pain medications." A CT scan was performed a few days later and it appeared the catheter had become disconnected at the pump and the patient was leaking cerebrospinal fluid (csf) and medication. A catheter revision was performed on (B)(6) 2011. The device system was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Patient programmer: model# 8835, serial# (B)(4). Catheter: model# 8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient ¿felt like his eyeballs were going to pop.¿